Event description:
The patient reported that their omnipod 5 controller/ personal diabetes manager (pdm) began emitting smoke while charging. They attempted multiple chargers, including the charger supplied by omnipod, and the issue persisted. The smoke appears to be coming from the front of the device near the charging area. No medical assistance was required and no patient harm was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the cause of the reported thermal event. The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
In the case description, the user states that the controller was emitting smoke near the charging port while charging. The device was received for investigation. During investigation of the device exterior, damage was seen to the charging port. The controller was unable to turn on and was hence plugged into the charger. This attempt to turn on the device was also unsuccessful. Due to this, data could not be downloaded from the device. The adb tests and pod insulin delivery tests could not be performed due to the device being unable to turn on. During the investigation the back cover was removed and the fluid indicators were inspected and observed to be unaffected, meaning no fluid did ingress. The battery was inspected and no damages or deficiencies were found. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device. The exact cause of the observed damage to the charging port could not be determined. The cause of the reported event could not be determined.